Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had erip pyxis machine drawer 4.2, many of the pockets have a notification saying "duplicate addressed detected on bus." A tech tried to recover but pockets started popping out and unloading.the customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that had duplicate address detected on bus error. A field service engineer arrived onsite and worked with user to address the issue. All pockets were removed from the drawer to allow for a full inspection. The cabling was reset, the unit was rebooted, and the hardware test application (hta) was run to verify functionality. The fse also recovered and reloaded the pockets after inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had erip pyxis machine drawer 4.2, many of the pockets have a notification saying "duplicate addressed detected on bus." A tech tried to recover but pockets started popping out and unloading.the customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.